Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint is confirmed. No devices were received; therefore, the condition of the components is unknown. Photograph of the explanted tibial tray shows wear on the device and there was no bone ingrowth seen. Photograph of explanted femoral component shows bone growth on the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Primary operative notes provided state that there were no intra-op complications. Revision operative notes state that patient was revised loosening and instability of right tkr (lax in flexion, unstable in mid flexion, stable in full extension). Extensive scar tissue was debrided. X-ray review by mmi states that thin periprosthetic lucency along the lateral and posterior tibial plate appears to be within normal limits. However, if progressing over time, area of loosening cannot be entirely excluded. Bone quality appears normal. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for tren.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b4, b5, g4, g7, h1, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 00596001752, lot 63897481. Item 00597206535, lot 63993999. Item 00596205010, lot 63809998. Report source: foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was requested however, the hospital will not permit. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00173, 0002648920-2020-00346, 0001822565-2020-02505.

Event description:
It was reported a patient underwent an initial knee arthroplasty approximately two years after the procedure the patient complained of pain and clicking in the knee. Patient was revised due to loose tibia, femoral component and instability. Attempts have been made and no further information has been provided.